Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 14 mg/dl while wearing the pod between 4 and 24 hours. The patient was taken by the paramedics to the hospital. Once at the hospital the patients blood glucose had rose to 116 mg/dl and then had dropped to 25 mg/dl. The patient was treated with intravenous fluids. The patient was discharged from the hospital after 5 hours. The patient is now using manual shots of 12 units of insulin daily. The pod will not be returned as it has been discarded.